Event description:
Additional information was received from the hcp via a manufacturer representative was received on 2019-oct-31 reporting that the cause was not determined. It was not resolved, but they were able to still use the other lead for optimal therapy coverage. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a normal battery replacement on (B)(6) 2021. Intra-op impedance check noted the one lead with high impedances. The manufacturer representative was able to get successful programming using the other lead and the new implantable neurostimulator.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2012, product type lead product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2012, product type lead product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2012, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient's implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient jumped off his deck and landed hard a few weeks ago. Upon interrogation of the device, the rep performed a routine impedance check and found electrodes 8-15 were all greater than 10000. They reprogrammed the patient using the 0-7 lead and was able to capture the patients painful area.